Event description:
It was reported the pt's catheter was confirmed to have dislodged from the intrathecal space. A cfs leak was noted. The drug in the pump was baclofen. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).